Event description:
Boston scientific crm rec'd info that this dextrus 4136 right ventricular lead dislodged resulting in non-capture. In a revision procedure the lead was explanted and replaced by an epicardial lead. No adverse pt effects were reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specs. The analysis did not reveal any sign of material or manufacturing problem. After removing residuals of coagulated and dried blood and tissue from the fixation helix, the helix could be properly extended and retracted. The cuttings in the outer insulation and the deformed outer coil are most likely due to explantation procedure.